Manufacturer narrative:
(B)(4). Field service specialist (fss) checked the system. Fss reported refill was high and found worn optics. He replaced the optics and realigned. Also recalibrated tracker and iris registration, added water and verify daily calibrations. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient had undercorrection in left eye post lasik treatment in both eyes in 2015. It was reported that patient pre-op from (B)(6) 2015 was right eye -5.00 - 0.75 x 105 with best corrected visual acuity (bcva) of 20/20 and left eye -5.25 -1.00 x 070 with bcva 20/20. Surgery was on (B)(6) 2015. Patient post visits as follows: post op (B)(6) 2016 (4 months visit): left eye -2.25 sphere bcva 20/20. Enhancement was done in left eye on (B)(6) 2016. Post enhancement day one - (B)(6) 2016: right eye -1.50 left eye -0.75 with contact lens on. Post enhancement visit week one - (B)(6) 2016: right -1.75 bcva 20/15. Left -1.00 bcva 20/15. Post enhancement visit month one - (B)(6) 2016: right -1.75 bcva 20/15. Left plano bcva 20/15.